Manufacturer narrative:
The product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a pt with a postoperative unexpected outcome following an intraocular lens (iol) implant procedure. Additional info has been requested.